Event description:
Material no: 930815, batch no: 0328213. It was reported the back end came apart and the glass fell out. Verbatim: thank you for sending, I will send out the defective item this afternoon. I¿ve included [omitted] who also experienced issues with the same lot number: batch no.: 0328213 upon getting ready to prep patient for procedure using chloraprep syringe, tech opened package and top of syringe fell off and both glass vials inside landed on floor and shattered. This is not first incident of top falling off these applicators. Bd chloraprep hi-lite orange 26 ml applicators lot # 0328213. No patient harm. Applicator saved however the packaging was not saved.

Manufacturer narrative:
Follow up emdr- (B)(4), facility did provide photos/samples to aid in our quality engineer¿s investigation. With the sample, provided, bd was able to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and properly discards any affected product. Bd will replace all discarded applicators with unaffected bd product .

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 930815, batch no: 0328213 . It was reported the back end came apart and the glass fell out. Verbatim: thank you for sending, I will send out the defective item this afternoon. I¿ve included [omitted] who also experienced issues with the same lot number: batch no.: 0328213. Upon getting ready to prep patient for procedure using chloraprep syringe, tech opened package and top of syringe fell off and both glass vials inside landed on floor and shattered. This is not first incident of top falling off these applicators. Bd chloraprep hi-lite orange 26 ml applicators lot # 0328213. No patient harm. Applicator saved however the packaging was not saved.